Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the surgery after opening iol (intra ocular lens) cover and when tried to wash it became discolored. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5. And h.11. The product was not returned. It is unknown what was used to wash the lens. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that the procedure was completed using company lens.